Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information provided by the nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). On an unknown date, the patient was diagnosed peritonitis. On (B)(6) 2011, the patient was hospitalized for peritonitis. Treatment rendered for the event was not reported. On (B)(6) 2011, the patient was discharged from the hospital. The patient was recovering from peritonitis. Dianeal was ongoing. Concomitant medications were not reported. Per the nurse, the peritonitis was not related to dianeal.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: h11h28027 and h11g28045 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this peritonitis event.